Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be solution found in the pump head module. To correct the condition, the pump head module was replaced. If any additional information is received, a follow up MDR will be sent. The initial MDR date was incorrect. The correct date is 07/19/2011. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.

Event description:
During the event history review, a baxter (B)(4) technician discovered a colleague infusion pump with the condition of failure code 808:09; an alarm which interrupted delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.